Manufacturer narrative:
Gehc recommended replacement of the compact flash card. No report of patient involvement.

Event description:
The hospital reported that the unit had a system reset error during boot-up. There was no report of patient involvement.